Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a partial display and a constant audible tone from the pump. The customer's blood glucose reading was 75 mg/dl at the time of incident. Troubleshooting found that the pump buttons do not work. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump received with intermittent frozen display, no button response and watchdog alarm/anomaly due to moisture damage on the electronic stack. Device had moisture damage on the motor. Unable to perform including self-test, unexpected restart error test, operating currents, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm missing segment or partial display due to blank display. Device received with cracked reservoir tube lip and minor scratched display window.